Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device would not enter firing mode. The device was showing used power shell error message. The scrub nurse also advised that there was a yellow arrow showing indicating a need to reload, however the nurse was unable to reload. A manual stapler was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found internal components revealed adapter calibration issues and remove reload screen.

Manufacturer narrative:
D10 concomitant product: unknown signia egia adapter (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted abnormalities during adapter and reload calibration and the handle had 210 of 300 procedures remaining. An analysis of the system data showed that a used clamshell was attached to the handle. This would show the white handle swim-lane with a 0 at the bottom. It was reported that the device detected a used clamshell and the device did not enter firing mode. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occurs when the user attaches a used clamshell to the handle. It was also reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: analysis of the system logs showed evidence of multiple fpga reset/reprogram failures. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.